Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lower than expected voltages was confirmed via the log file analysis. The log file contained 14 days of data ((B)(6) 2020 per timestamp). The system controller was in operation with a power module and 14 volt cable, while connected to the 14 volt cable the voltage was frequently captured in the 12.9 ¿ 13.6 volt range, which is lower than expected. Although there did not appear to be any atypical low voltage alarms, the lower than typical voltages have the potential to contribute to the controller posting a low voltage alarm earlier than the corresponding discharge state of the batteries. The system controller was not returned for evaluation. The provided information indicated that the alarms resolved following the controller exchange. The root cause for the reported low voltage alarms was unable to be conclusively determined through this analysis. The heartmate ii patient handbook was available for use at the time of the event. Section 4, entitled ¿system monitor¿, gives the warning that less than five minutes of combined power remain for the two heartmate 14 volt lithium-ion batteries (during battery-powered operation), or the system controller is receiving inadequate power from the power module. Immediately connect the system controller to a functioning power source. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's log file contained low voltage readings while connected to both battery and patient cable power. The controller was in use for many years, and was suspected on causing the low voltage alarms. The controller was exchanged and discarded.